Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). The patient was dependent on this pacemaker system. Technical services (ts) reviewed and stated that power consumption was high and recommended to have this device replaced soon. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). The patient was dependent on this pacemaker system. Technical services (ts) reviewed and stated that power consumption was high and recommended to have this device replaced soon. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted. No additional patient adverse effects were reported.